Event description:
The customer states that erratic patient electrolyte results are being generated by the aeroset analyzer. The customer gave one example of an initial sodium assay result of 111 mmol/l that retested at 147, 146, 146, and 140 mmol/l. All suspect results have initially generated low results and then retest at higher values. The customer does not have any patient information available. A service call was initiated. There has been no reports of any impact to patient management due to this issue.

Manufacturer narrative:
The customer initially replaced syringes 12 and 11 as part of troubleshooting, but this did not resolve the issue. The customer noted that the tubing above the integrated chip technology (ict) module probe was crimped and the ict cup was sticky and dirty. An abbott field service representative (fsr) instructed the customer on replacing the crimped tubing, but the issue was unresolved. The high concentration waste poppet valves were then replaced. Subsequent instrument operations and test results were acceptable. No other instrument issues were identified through review of the service ticket history. The aeroset system operations manual provides troubleshooting assistance and contains adequate information to address the customer's concerns. The investigation demonstrated that the aeroset system is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.